Manufacturer narrative:
The customer was contacted by a complaint handler on(B)(6)2020 and the customer indicated that she tried the replacement pump and felt that "motor wise" it worked better and she was not as engorged as previously, but her nipples felt more tender after pumping as opposed to before pumping. On(B)(6)2020 , the customer indicated that "for now I think the issue is resolved."

Manufacturer narrative:
The device was returned along with the power supply, but without the customer's pumping kit parts; therefore, it was evaluated with a medela lab kit on 05/19/2020. Three (3) vacuum tests were performed using the lab kit and it passed suction and cycle specifications in all three (3) tests. Refer to attached product evaluation. The customer's report of low suction could not be confirmed.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. A replacement device along with both 30mm personalfit and flex breast shields were sent to the customer and return of her original pump was requested for testing/analysis. In follow up with a complaint handler on (B)(6) 2020, the customer indicated that she developed mastitis for the first time on (B)(6) 2019 and again at the beginning of (B)(6) 2019, for which she was prescribed a six (6) week course of antibiotic. When asked about how the replacement pump was working and the current status of the mastitis, the customer responded that she had not used the pump, but was breastfeeding, and that she was still in treatment, indicating that though there was no engorgement, there was still a lump which would be reassessed in one (1) week via ultrasound. The customer was contacted again by a complaint handler on 03/04/2020 regarding the status of the mastitis, and the customer indicated that the ultra sound shows that her status was improving but she was still taking the six (6) week dose of antibiotics. She stated that the doctor suggested not to pump unless the baby wasn't latching, so she still had not tried the replacement pump. Follow up with the customer is ongoing. The device was received from the customer and evaluation is anticipated. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 02/10/2020, the customer alleged to medela (B)(4) via email that her pump in style breast pump, which she obtained in december to replace a previous pump, had recurring similar issues whereby the motor was unexpectedly transitioning to the stimulation feature. She additionally alleged that the pump works best when she is using the single pump feature and that the issue is leading to engorgement, blocked ducts, and infection. Also, on (B)(6) 2020, the customer called medela (B)(4) customer service and indicated that she was on her way to get the results from an ultra sound to determine if an antibiotic was needed. She stated that she did not have a fever, but was in a lot of pain and that the baby was not able to latch due to the pain and engorgement.